Event description:
It was reported that the pump had alarmed indicating a pump motor stall. No patient symptoms were reported. The doctor was unable to restart the pump. The pump was replaced. No device troubleshooting was reported. The report indicated that the patient recovered without sequela. The pump was used to deliver morphine, catapress, midazolam and marcaine.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.